Manufacturer narrative:
The customer reported that the AED will not power on and the asi is flashing red. The maintenance schedule is reported as unknown. Trouble shooting with the customer: the unit is used seasonally, outside by pool during the day and inside a shed evening - not in a temperature- controlled environment. The pads have an expiration date of oct 2020. On jun 21 the customer received new pads, a loaner battery pack, and a data card. Requested the customer to download the log history file and return it along with the loaner battery pack. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. Use and store ddu series aeds only within the range of environmental conditions specified in the technical specifications. Technical specifications state: "standby / storage- temperature- 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing). This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED will not power on and the asi is flashing red. The customer did not report that this event occurred during patient use.